Manufacturer narrative:
The device will not be returned, therefore no eval can be performed. If the device becomes available or add'l info is received, a f/u report will be submitted. Device history records were reviewed and no non-conformities were found related to the reported event. (B)(4).

Event description:
It was reported that during iab therapy, the pump alarmed "check iab catheter" and "leak in iab circuit". The device was checked and blood was found in the catheter tubing. The decision was made to remove the iab from the pt; however, difficulty was encountered and surgery was needed to remove the device. A blood clot, 1 cubic centimeter in size was found after removal of the device. The pt was in stable condition and transferred to the ICD after surgery; however, 1 day later the pt expired.